Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with sensor not having signal. Customer stated the pump is not communicating with the transmitter. Also, customer has been experiencing high blood glucose. The customer's blood glucose was 560mg/dl, treated with insulin. Customer declined high blood glucose troubleshooting. The customer mentioned they were high 227mg/dl and delivered 4.7units of insulin and hours later it dropped and sensor stopped reading the glucose. The customer was advised to monitor blood glucose and sensor.